Event description:
Clinical study. Same case as MFR # 6000089-2004-00870. Three months after a coronary artery drug eluting stenting treatment procedure, a thrombosis occurred requiring a target vessel reintervention to be performed on the svg to the right coronary artery (rca).